Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred after the user filled cartridges with 300 units of insulin during the load sequence. Customer¿s blood glucose level was "high", specific value was not provided. A new cartridge was loaded to address the elevated bg and resolve the issue. The customer continued to use the pump for insulin therapy.